Event description:
According to the facility, while attempting to flush a port with the syringe from the port access kit the flange snapped off the syringe.

Manufacturer narrative:
According to the facility, while attempting to flush a port with the syringe from the port access kit the flange snapped off the syringe. No additional information was provided. The sample was requested for evaluation. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.